Event description:
According to the information received, loose pins, image cutting out. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as loose pins and image cutting out. The customer's complaint was verified. Intermittent image while connecting test head into edac connector receptacle and intermittent noise across screen once awhile during bounce test. The tc300us was tested with tc201 test unit and test head and produced image but loose image observed during tapping test head connector while connected to edac connector receptacle. Also, intermittent noise across screen once awhile during bounce test. So, edac connector receptacle has possible defective contact connection and the circuit board has possible short or open circuit including possible components failure. Edac connector pins were verified not lose or damaged. Intermittent noise across screen once awhile during bounce test possible caused by short or open circuit board and component failures. The cause of the issue was determined as intermittent possibly caused by the edac connector, short or open circuit and component failures of the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).